Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 14-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("has a total abdominal hysterectomy with salpingectomy done by hand") in a female patient who had essure inserted for female sterilisation. Concomitant products included cetirizine hydrochloride (zyrtec), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (abdominal hysterectomy with salpingectomy done by hand). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.